Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Based on the information received the cause remains indeterminable.

Event description:
Patient presented with degenerative valvular heart disease, hypertensive since 10 years, euglycaemic, recent hypothyroid. Patient was admitted with symptoms of breathlessness three months ago. Post operative blood culture grew gram positive cocci and patient was started on antibiotics. Infectious disease specialist opined it to be staph hemolyticus bacteria with resolving thrombocytopenia and leukocytosis likely contaminant and advised to stop antibiotics. Patient was discharged on post-operative day 12.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history review was performed and no complaints for the same defect were found.

Event description:
Edwards received notification that a patient with a 21aortic pericardial valve implanted in the aortic position had an infection post surgery. As reported, the patient had low platelets count, too.